Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device causing bleeding and tissue trauma. The surgeon applied cautery to control the bleeding. The hospital has reported no pt injury occurred.